Event description:
It was reported that the device displayed the error message possible output circuit damage. It was noted that this error came up after the patients open heart surgery where no magnet was placed over the ICD during the procedure. Firmware was reloaded onto the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.